Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting and mesenteric perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient presented to the emergency room with symptoms of dyspnea a day prior to the index procedure, and was found to have bilateral pulmonary emboli (pe) with a saddle embolus by a computerized tomography (CT) scan of the chest; additionally, deep vein thrombosis (dvt) was confirmed by extremity doppler venous ultrasound. Both groins were prepped and draped in sterile manner. The right groin was marked, and the common femoral artery was palpated. The common femoral vein was accessed using a needle and seldinger technique. A wire was passed, and a sheath was placed over the wire for the inferior vena cava (ivc) filter insertion. A venogram demonstrated that the renal vein on the left of l1 appeared to have the right round. The trapease ivc filter was deployed at l3. The completion venogram showed good position of the ivc filter. There was no thrombus appreciated within the ivc itself. The patient was then taken to recovery room in stable condition. Approximately three years and ten months after the filter was implanted, the patient underwent an abdominal CT indicated for an unspecified ivc filter injury. The CT scan findings reported tilting of the ivc filter; there was a slight rightward tilt of the filter; however, the apex of the filter does not contact the right lateral wall of the ivc. The filter was reported within the infrarenal ivc, with its top approximately 3cm below the lowest left renal vein. No ivc wall perforation was appreciated; no strut fracture or bending identified and no definite ivc stenosis. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three years and ten months after the filter implantation. The patient reports filter tilting and perforation of filter struts into organs. The patient further experienced multiple infections post implant, dehydration, physical and emotional stress related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was bilateral / saddle pulmonary emboli (pe) with deep vein thrombosis (dvt). A venogram demonstrated that the renal vein on the left of l1 and the trapease ivc filter was deployed at l3. The completion venogram showed good position of the ivc filter. There were no reports of complications. The filter subsequently malfunctioned including tilting and mesenteric perforation. Approximately 4 years post implant, a CT scan reported tilting of the ivc filter. The filter was within the infrarenal ivc, with its top approximately 3cm below the lowest left renal vein. No ivc wall perforation was appreciated; no strut fracture or bending identified and no definite ivc stenosis. Per the patient profile form (ppf), the patient reports tilting and perforation of filter struts into organs. The patient further experienced multiple infections, dehydration, and anxiety post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, infections and dehydration do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting and mesenteric perforation and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc and organ perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting and mesenteric perforation and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.